Manufacturer narrative:
Customer service requested that the customer's wife contact back when she was available to conduct troubleshooting; however, the customer's wife did not contact customer service back. On (B)(6) 2020, the customer contacted customer service regarding this and another pump and indicated that she developed mastitis when using the pump which is the subject of this report. The customer was sent a replacement pump and return of her pump was requested for evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer confirmed that she had mastitis twice for which she was prescribed antibiotics. She indicated that the mastitis has since resolved and her current pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer's husband alleged to medela llc that his wife was experiencing low suction with her pump in style breast pump.